Event description:
It was reported that a physician performed a kyphoplasty procedure on a patient. One month post procedure, the patient presented to another physician with unknown symptoms. The consulting physician diagnosed epidural abscess and started the patient on antibiotics. "The patient's symptoms resolved quickly and the patient is currently doing well." No additional information was reported.

Manufacturer narrative:
Method; device not returned, follow up with company representative.